Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 40s mg/dl and insulin pump was not suspending. Customer replace the old insulin pump and got new and which had screen with a lot of dimmer. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments, partial display or dimming display noted. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing.